Event description:
It was reported that the patient presented for an upgrade from single-chamber ICD to crt-d. When attempting to interrogate the device prior to the procedure, the device was unable to establish communication with the existing device. It was noted that the pacemaker clinic at the account attempted to interrogate the device on feb 19, 2021, and was unable to communicate with the device. It was suspected that since the device was on battery advisory, it had gone to early eri. The patient does not have merlin at home and according to the clinic note, the device has not been checked since 2015 due to non-compliance. The device was removed, and the patient was upgraded to crt without difficulty. The patient tolerated the procedure well and there were no complications.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.